Event description:
It was reported that the zimmer dermatome was not working right. Additional clinical follow up with the hospital indicated that the motor of the device ceased operation during a surgical procedure. It was also reported that there are always alternate units immediately available for replacement on procedures at this hospital. There was no report of additional graft harvest, increased surgical time, or medical/surgical intervention.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device is 13 years old and was last returned to the MFR for repair on (B)(4) 2006. Investigation of the device observed that the control bar and head of the unit were damaged. It was also noted that the 3" and 4" width plates were damaged. Testing of the device displayed that the motor would not operate. Prior to repair, the thickness settings were outside calibration specifications at the zero and .01" thickness settings and outside of side to side specifications on all settings. During repair it was noted that the unit appeared to have been repaired by non-zimmer surgical personnel. The cord, switch and motor seal were non-zimmer parts. The cause is likely the user not maintaining the device per proper preventive maintenance, improper handling and service performed by an authorized service center. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.